Event description:
Pt reported the insulin cartridge compartment of the infusion device is full of insulin. Pt stated the insulin cartridge is leaky. Pt reported she received an elevated blood glucose level of 362 mg/dl. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.